Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini displayed an ¿error 2¿ message, an ¿error 5¿ message, a ¿hi¿ (over 600 mg/dl) message and a ¿lo¿ (below 20 mg/dl) message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issues began on (B)(6) 2014, at 11:26am.,the patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications; however, the patient reportedly took less food and/ or drink. After the start of the alleged issues, the patient claimed she felt a symptom of shaky hands. Treatment was not specified. The correct test strips were being used and there was no indication of misuse. The cca walked the patient through a retest to resolve the alleged issues. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.